Event description:
The facility reported that there was excessive ultrafiltration (uf) rate during the first two hours of a hemodialysis treatment. Uf goal was 3,300 for 4 hrs. Using uf profile #2. Starting uf rate was 2210 which was higher than expected. The patient was hypotensive and complaining of leg pain. Treatment was completed with the uf set at 30 ml/hr. There was no serious injury or illness.